Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the patient line of the homechoice cassette and the transfer set, which is known to cause this issue. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the patient line of a homechoice cassette without an alarm. During troubleshooting it was determined that the patient line connection was loose. This occurred during drain two of ten of peritoneal dialysis therapy. The transfer set is still being used by the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.